Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (356 mg/dl). Customer's health care professional recommended their basal rate and carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting their settings. Customer delivered a correction bolus to stabilize bg levels.